Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to perforation and lead dislodgement. No new lead was implanted. No additional adverse patient effects were reported.